Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed infusion set and cartridge to resolve the issue. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide.